Event description:
While etopiside was infusing the baxter large bore stopcock with rotating male luer lock and the baxter one-link needle free IV connector with neutral fluid displacement 0.08ml power injectable (325 psi/2241 kpa) came undone and chemo was leaking. After nursing staff cleaned up the chemo spill they put the malfunctioned pieces of equipment into a chemo bag and noticed that it appeared that the tracks on the stopcock were eroded and not locking the piece in place. The pieces on the lock kept spinning even when disconnected. These devices were saved for manufacturer investigation. No harm came to the patient or staff members involved. Manufacturer response for set, administration, intravascular, na (per site reporter) if requested, the device will be returned, however due to its contamination, this might not be possible. Manufacturer response for set, administration, intravascular, one-link (per site reporter). If requested, the device will be returned, however due to its contamination, this might not be possible.